Event description:
It was reported at implant when flushing the catheter, a leakage in the distal catheter part at about 1/3 from the tip of the catheter length was noticed. There was no patient symptoms or injuries related to this event. It was reported that the procedure duration took slightly longer than normal as another catheter was implanted without complications. There were no drugs as of yet being used in the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# 0204853022, product type catheter, (B)(4): analysis of the catheter found damage occurred to the catheter body and or guidewire during implant procedure. There was difficulty with catheter and guidewire interaction. A hole was found between the 53 and 54 cm markings on the catheter. The characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.